Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors c-01 and u-02. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system was getting an error c-01 on the integrated electrosurgical unit (iesu/erbe) when firing monopolar energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted errors 25920 and 25913 (c-01). The customer tried 3 instrument energy cables with no change. The customer rebooted the erbe with no change. The customer tried a different monopolar curved scissors (mcs) instrument with no change. The tse asked the customer to perform a hard reset on the erbe with no change. The tse asked the customer to track the lives on their instrument energy cables and they stated that they did not. The customer tried some more green monopolar cables with no change. The customer decided to use their external bovie with the foot pedals from the bovie next to the console for the doctor to use. The procedure was completed with no reported injury.